Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. During the night, into the early hours of (B)(6) 2019, the patient started feeling nauseous and began vomiting. She stated she does not remember the dexcom alerting her that her glucose was high, nor did she check, since she was still alert and conscious. She then felt like she might pass out, so she called for an ambulance, and was admitted to the emergency room (ER) 12:52am. At the hospital, her lab glucose value was 499 mg/dl but the dexcom cgm reading was 300 mg/dl. She was diagnosed with diabetic ketoacidosis (dka), placed under observation, and treated with an insulin drip. She came out of dka and turned her dexcom cgm and omnipod insulin pump back on, but then went back into dka. The hospital staff discovered that her omnipod insulin pump needle was bent and preventing delivery of insulin. The patient also noticed that the dexcom sensor wire was bent, when removed, and remembered having bumped into something prior to the event and hitting the insertion areas of both devices, which she believes caused the omnipod and dexcom to malfunction. She changed out the cgm sensor and the omnipod needle; at the time of the report the patient indicated that she was home and feeling well, and everything was working fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional event or patient information is available.